Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the power supply was electrically out of specification, there was a printer status overheat error, and the printer was inoperative. It was also found that the system fan was noisy.

Event description:
It was reported that the programmer had an overheating error while interrogating a device. It was also reported that the programmer's printer did not work. The programmer has been returned for service. There was no patient involvement.